Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain, other chronic/intact pain (trunk/limbs) and spinal pain. The date of the event was (B)(6) 2013. It was reported the patient did not feel like he was getting pain relief from the pump but also indicated he had some relief. The doctor increased the fentanyl dose in his pump on his last visit but he didn't feel like it made any difference in his pain. The patient was taking more oral dilaudid than he would like; he would rather take oral norco for pain relief. It was also reported that when the pump was filled and turned on for the first time, the patient felt a ¿shocking¿ sensation; the patient only felt it that one time. The patient experienced abdominal pain¿ and it was ¿really bad at first¿. The pump was implanted on the patient¿s right side and the pain was on his left side. The patient planned to follow up with their healthcare provider. The pump was ¿not turned up¿ and the patient was not receiving therapeutic relief. The patient mentioned he was numb but not getting adequate relief. The patient presented to the emergency room (ER) because he was almost out of his oral pain medication and needed some for his pain. The patient experienced a return of symptoms following a reprogramming session where the hcp decreased the dosage and took away the patient¿s access to boluses. The patient originally had 4 boluses per day. The patient stated that the bolus at 0.1 worked, but at 0.005 and 0.075 it did not work. The hcp was in the process of increasing the pump dosage, but the pump ¿wasn¿t working as well as it had during the trial¿. The patient indicated the hcp turned the pump down so much that it was no longer working. The pump dose had been turned down to almost ¿nothing¿ and the patient¿s boluses were taken away. Per the pump logs the dose was decreased from ¿7.1 to 5.1¿. The patient had the worst pain at night that caused him to rock back and forth. The patient was given an 8 day supply of oral pain medication. The patient had problems walking and breathing, ¿pretty much the whole time I had the pump, and it didn¿t start until after the pump was instal led¿. The patient stated that the breathing ¿could be something else because I was diagnosed with copd¿. The patient indicated that he had been having problems ¿ever since the pump was put in¿. The pump was previously delivering fentanyl (unknown concentration) 7.071 mg/day and was changed to 5.511 mg/day; bupivacaine (unknown concentration) 103.41 mcg/day and decreased to 82.67 mcg/day . Magnetic resonance imaging was ordered to rule out a granuloma. There was a bump in the spine where the catheter goes. The patient had difficulty walking. The pump was delivering fentanyl 10mg/ml; 12096mg/day and bupivacaine 150.0mg/ml; 12.629mg/day.

Manufacturer narrative:
(B)(4).